Event description:
Ventilator being used on a patient. During routine ventilatory check respiratory therapist found wires that connect heated wire circuit to the heater were burnt/melted. The circuit was changed out by respiratory therapist. Circuit and heater and all connections were sequestered and sent to clinical engineering for investigation. Company representative was notified.